Event description:
It was reported that it can be seen on x-ray that the plate is broken.

Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A lab analysis confirmed that the locking tubular plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross section could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any applications of loads in excess of the material¿s strength, or poor bone quality. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Although there were no prior complaints for four of the five reported batches. A clinical analysis indicated that no other clinical supporting documents were provided to conduct a thorough analysis of the reported issue. Therefore, no clinical/medical assessment can be rendered at this time. The supplier was made aware of this complaint. A review of the risk management file and instructions of use was conducted. Some potential probable causes that could contribute to the reported event include but not limited to design of device, unclear user instructions, procedural/ user error, traumatic injury, improper size of device used, lifetime of device, overuse, material in use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: the associated complaint device was not returned. A clinical evaluation was conducted and no other clinical supporting documents were provided to conduct a thorough analysis of the reported issue.  Therefore, no clinical/medical assessment can be rendered at this time. Without the actual product involved and/or device information, our investigation cannot proceed.  If the device or new information is received in the future, this complaint can be re-opened.  No further actions are being taken at this time.  We consider this investigation closed. Credit cannot be issued for this device.